Event description:
It was reported that the user noted persistent high blood glucose after changing infusion supplies, while observing the ilet delivering insulin, and suspected a site issue possibly related to scar tissue; the user was advised to change the infusion site and inspect for kinks, and planned to place a new 6 mm inset in a different location. Symptoms included hyperglycemia. Outcomes included user troubleshooting without escalation to medical care. Investigation included user-led site change and education on infusion set and site rotation. Investigation of this case revealed that the cause of hyperglycemia was unclear, with a potential infusion site or cannula issue considered but not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.